Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead was repositioned three to four times and then the helix would not fully extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.